Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the viewing station of the imaging system would shout down immediately when unplugged from power outlet. Viewing station uninterruptible power supply (ups) indicated a low battery fault on the front panel. A battery cartridge was replaced and the system remained powered on without shutting down for greater than 4 minutes. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect battery cartridge has been received by manufacturer for evaluation. The reported issue was confirmed as the battery failed to charge.

Event description:
A medtronic representative reported that during a planned maintenance (pm), the batteries in the uninterruptible power supply (ups) of mobile view station (mvs) were not holding charge. There was no patient present at the time of the issue.